Manufacturer narrative:
Should additional information become availabe a supplemental report will be filed.

Event description:
Dealer is stating that the nebulizer is only going to 10 psi.

Manufacturer narrative:
Product was returned for evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of low output from the device was confirmed. However, the failure mode as described by the customer could not be reproduced due to the inability of the compressor piston to properly reattach. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of low output from the device was confirmed. However, the failure mode as described by the customer could not be reproduced due to the inability of the compressor piston to properly reattach. Dealer is stating that the nebulizer is only going to 10 psi.